Event description:
Customer reported that the display was not working correcly. No reported pt involvement. Service rep was able to duplicate reported condition. The device was repaired and proper operation confirmed.